Manufacturer narrative:
(B)(4).

Event description:
Related manufacturer reference number: 1627487-2019-12837. Related manufacturer reference number: 3006705815-2019-04841. It is unknown which lead was disconnected from ipg, therefore both leads are being reported.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 1627487-2019-12837.it was reported the patient's ipg was unable to enter MRI mode. Diagnostic testing revealed several low impedance values. Surgical intervention may be pending to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not accessible for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 1627487-2019-12837. Related manufacturer reference number: 3006705815-2019-04841. Additional information received indicated that surgical intervention was undertaken on (B)(6) 2019 wherein during intra-op testing it was observed that one of the leads was not fully inserted into the ipg header. Physician was able to clean off the lead and reinsert. MRI mode was turned on. This addressed the issue.